Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 85% in-stent restenosed lesion being treated was located in the non-calcified, non-tortuous circumflex (cx). The lesion was predilated with a 2.5 x 15 mm flextome cutting balloon. The physician deployed the 2.50 x 20 taxus express2 drug eluting stent. The physician began to withdraw, resistance was felt and he pulled negative, but was still not able to get balloon out. The inflation unit was disconnected from the balloon and the physician began to twist the balloon. The balloon popped free from what it was hung up on; which appeared to be a stent strut. The stent was post dilated with a 3.0 mm non-bsc balloon. No pt complications were reported. Pt status reported as "ok".